Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the vaginal discharge, cystitis, urinary tract infection, weight increased, vaginal infection, fatigue, headache, migraine and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),bladder infection., uti, vaginal. Discharge, vaginal. Infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnorm. Bleed, bladder infection., uti, vaginal. Discharge, vaginal. Infection, fatigue, headaches, migraines, nausea, weight gain were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.